Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via call blank display screen was found. Customer was stated that after trouble shooting with last rep. Her pumps display is not turning on. The insulin pump was not returned for analysis.